Event description:
Per the clinic, the patient was admitted to the hospital subsequent to a head injury at the implant site. The patient underwent a surgical procedure to remove excess skin overgrowth, during which the patient was injected with kenalog and a local anesthetic with epinephrine. A longer abutment was placed during the procedure. The implanted device remains.

Manufacturer narrative:
(B)(4).